Event description:
Boston scientific received information that this product was part of a system revision due to systemic infection. Additional information received from the field representative indicating that the origin of infection was unknown but it was noted that vegetation was found on the leads. Furthermore, the patient reported of constant pain. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.